Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml is contaminated with mold. This was found prior to use so no patients were impacted.

Manufacturer narrative:
Investigation summary: the batch history record review for batch 3124522 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples from batch 3124522 (98 tubes) were available for inspection. There were 9/98 small white particle defects observed in the retention tubes from visual inspection. Nine uninoculated retention tube were placed into incubation. Four tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. The incubated tubes were gram stained and were found to have few gram-positive cocci nonviables. The clarity of the retention tubes with nonviable was colorless and clear, which was in accordance with the appearance on the certificate of analysis. The gram-stained tubes were incubated in tsb for three days with no growth. There was one photo received 3124522 to assist in the investigation of batch. The tube showed white growth along the side of the tube. No returns were received for investigation of this batch. This complaint can be confirmed by the photo for contamination. This complaint cannot be confirmed for nonviables from the retention samples as the clarity of the nonviable tubes were clear and colorless. This product is not labeled as sterile. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml is contaminated with mold. This was found prior to use so no patients were impacted.